Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was confirmed. The electrode belts trunk cable was cut, severing wires within the cable. The root cause for the cut cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.